Manufacturer narrative:
(B)(4). Evaluation of the instruments was performed by the supplier. Every handle screw is secured by 3 laser welds. This screw can only open by prior use of force and by improperly re-inserting it into the original position. The screw is secured during production and may not be loosened again. Therefore, the screw had been removed by the end user. The inspection/maintenance manual for this instrument clearly states that the instrument must be inspected before each use and only used if it is in perfect condition. The operator/user of the instrument should have noticed the loosened screw.

Event description:
The handle broke off in a patient.  The handle and screw were retrieved.  No patient injury. Additional information was obtained after talking with the customer.  The screw fell out of the instrument, which caused the handle to fall off.  The handle and screw fell into the patient and was quickly retrieved.  There was no injury to the patient.  The incident occurred on (B)(6) 2011 during an anterior cervical discectomy.